Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7099415. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 7077146/7079728.

Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming attempt. X-ray revealed that the right lead had migrated. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. All explanted leads were discarded by the facility.